Event description:
A peritoneal dialysis patient has reported that the stay safe cap appeared to be light in color and the betadine did not cover the entire cap and seems to be dry. She reportedly contacted her pd nurse, and was instructed by her not to use the cap. It is not known definitively if the patient used this particular cap for treatment, but she reported to us that she had been diagnosed with peritonitis and was hospitalized and treated intraperitoneally with antibiotics. The patient has since recovered and continues with peritoneal dialysis.